Event description:
A user facility reported that two (2) patients sustained hypopigmentation to the bikini, axilla and legs respectively following hair removal treatment with a lumenis lightsheer duet laser. No information regarding a report of serious injury or medical intervention to preclude permanent impairment was received.

Manufacturer narrative:
Lumenis investigated the reported events contacting the user facility to obtain patient information, treatment settings and patient photographs. Patient information and treatment settings were provided for only one patient. Patient photographs were not provided. An examination of the subject device by a lumenis technical engineer concluded the device operated to manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A review of subject device lightsheer duet labeling found the following statement regarding maintenance of the disposable insert of the hs handpiece: cleaning during treatment - "warning - the disposable tip must be kept clean during patient treatment. Foreign matter on the disposable tip will get hot due to absorption of laser light and can cause epidermal injury. Hair removal and permanent hair reduction - "the treatment area should be shaved and cleaned immediately prior to laser treatment. Shaving reduces pain by eliminating the absorption of laser energy by surface hair. Carefully shave and clean the skin surface since visible hairs can get very hot when the laser fires and cause localized thermal injury to the epidermis." A lumenis healthcare professional evaluated the reported event details concluding the reported treatment settings were appropriate for the patient's reported skin type based on common medical practice and subject device labeling. Additionally, the healthcare professional visited the user facility staff and visually reviewed both patient photographs and the hs handpiece disposable treatment tips that were used on the patients, noting the presence of excessive debris on the treatment tips. Additionally, the healthcare professional stated patient's skin was not thoroughly cleaned post shaving and prior to hr treatment as stated in subject device labeling. The professional concluded the probable root cause of the reported events to be device operator failure to maintain the subject device disposable tip insert per subject device labeling and training resulting in excessive debris build-up.